Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the craniotome device was bent. There was a five to ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the neuro-tip leg was bent due to excessive lateral force be placed on the device causing the neuro-tip to bend. This was further classified as damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.